Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the cord of an automated impella controller was frayed and only charged in certain positions. The pump was removed from service. No patient harm was reported.

Manufacturer narrative:
D4 UDI information updated.